Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. Customer reports symptoms of dizziness and self treated at home, there was no third party medical attention required. There was no report of death or serious injury.

Manufacturer narrative:
(B)(4). The product has been returned and an investigation is in process. Customers and retailers have been informed through the adc fa16may2006 letter.